Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation could not reproduce the reported symptom of "IV pump was not delivering volume even though it said volume was infused." The unit passed flow rate tests using the reported parameters for a period of one hour and in accordance with the preventative maintenance procedure with the IV set sent in by customer. The device was re-calibrated to ensure continued flow rate accuracy.

Event description:
It was reported that in the pedatric department on november 5 2013, an "IV pump was not delivering volume even though it said volume was infused" (programmed parameters, medication, vtbi unknown). It was also reported that there was no injury to the patient.